Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device initially failed negative atrial heartwire functional test but passed 10 times during retest. Heart block and one contact are contaminated. Battery contacts are compressed. Lower case and ring cover are broken. Ring is bent and keyboard window is scratched. (B)(4).